Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that she started to feel dizzy. She was not able to notice her cgm readings prior to fainting. She woke up beside her daughter, who called for an ambulance. The daughter told her that cgm and bg readings were taken the moment the patient fainted and were discrepant. The cgm reading was 35 mg/dl but the finger stick bg was 85 mg/dl. The patient could not remember if she received a low alert or not. When the ambulance arrived, the medical team gave her a lemonade to bring her glucose level up, but they did not give her any medication or other intervention. Minutes later, the patient started to feel normal and decided not to be taken to the hospital. At the time of the report the following day the patient was feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.